Event description:
It was reported that the semi rigid scope allegedly scraped off coating of guide wire leaving small piece of coating in the patient's ureter.

Manufacturer narrative:
The event description states that a semi rigid scope was used in the procedure;however, the product part number reported is for a flexible ureteroscope. The investigation is still pending, a follow-up report will be submitted.